Event description:
Caller reported that insulin gauge displayed a different amount than expected. There was no adverse impact to the customer's blood glucose level. Although no immediate action was required, the customer mentioned issues with the pump not charging properly and units dropping. The customer, who was out of warranty, planned to contact their healthcare provider for a new pump, and no further action was taken by technical support.